Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: batteries.specific component(s) involved: external battery malfunction.additional text: battery alarm rang- pt lost vision until batteries changed.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery.other intervention implant device type: lvad.